Event description:
Pt was diagnosed with diabetic ketoacidosis twice within the last week. Pt is on intravenous insulin until dr can figure out the cause of the problem. Dr wants to have the pump evaluated and discuss with the co.